Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported on (B)(6) 2026 that a silent nite 3d one piece appliance was broken, with the anchor component having come off. The issue was reported by (B)(6) dental. The patient presented with the issue on (B)(6) 2026. The patient had a history of smoking and bruxism and maintained good oral hygiene. The appliance was delivered on 04/14/2025. The patient discontinued use of the device; however, the symptoms did not resolve after discontinuation. The patient followed the cleaning and storage instructions as outlined in the device's instructions for use. No permanent injury was reported, and no additional medical or surgical intervention was required. The appliance was not replaced.